Manufacturer narrative:
The pump was received with a blank display due to j4 connector of pcb 1 broken off. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. The pump was also received with cracked liquid crystal display glass.

Event description:
The customer reported via phone call that their device has a missing piece at the top where the reservoir screws on. The ring with black rubber ring came off, device never fell. Reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 120 mg/dl. No further details or information available. Device was able to lock into place. The device will be returned for analysis.